Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clip fell into the pt's abdomen and the instrument jaws damaged the arteria cystica. The surgeon applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.